Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The event occurred in canada. According to the information received, stopped working, loud pop then smoked. No death or (unanticipated) serious deterioration in state of health reported. The procedure was delay approximately 30 mins.